Event description:
The device was implanted on 10/19/96. On 12/11/96, the MFR received a fax from it's distributor detailing an incident which had occurred at a facility in their territory. The report states that leakage was found by x-ray during infusion or contrast media. As a result, the device was explanted on 10/31/96. The replacement was the same type. The leakage was further described as occurring "from the connection between the catheter fan port."